Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the leur lock. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer primed the tubing, and continued using the pump for insulin therapy. Tandem technical support educated the customer regarding air bubbles.